Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the maryland bipolar forceps (mbf) instrument did not move intuitively, and the grasping force was weak. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no external collision. The reported non-intuitive motion was characterized as weak grip force. There was no shakiness or friction experienced. The customer used a backup instrument to resolve the issue. There was no patient injury due to the alleged product issue. Additionally, isi received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.